Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with a quarter of the syringe insulin. Customer¿s blood glucose was 143 mg/dl. Reportedly, customer will use a mini med pump until replacement pump arrives.